Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested for elecsys ft4 ii (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh (tsh) on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for ft4 ii, ft3 iii and tsh between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results and medwatch with a1 patient identifier (B)(6) for information on the tsh erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The patient samples were also treated and underwent polyethylene glycol (peg) testing. Refer to attached data for these results. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used with the e602 module was 225129 with an expiration date of 30-jul-2018. The ft4 ii reagent lot number used with the e411 analyzer was 288197 with an expiration date of 31-dec-2018. The ft4 ii reagent lot number used with the e801 module at the investigation site was 265662 with an expiration date of 30-nov-2018.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This caused the high ft4 ii and ft3 iii results. This interference is covered in product labeling.